Event description:
While attempting to defibrillate a patient (age & gender unknown) the internal handles caused the associated defibrillator to display a "paddle fault" message. The clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated that two sets of internal handles were involved in this event. Medwatch report number 1220908-2005-01694 is the second report for this event.